Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The evaluation found the following: the rubber had a scratch; adhesive chipped; video connector deformed; switch button scratched and discolored. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed power unit and circuit board failures. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that since an air leak was observed from the instrument channel, it is presumed that water intrusion into the endoscope caused adhesion of moisture to the electrical circuit. Then, overcurrent occurred due to short circuit, which the system detected, as a result the error was notified. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure a no image, unrestorable error occurred on the endoeye flex 3d deflectable videoscope. There were no reports of patient harm associated with this issue.